Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information is unavailable. H4: manufacture date is unavailable. H6: the exports/logs were returned for clinical analysis. The analysis determined that it is possible to see that the star-marker was assembled with a rotation, leading to incorrect registration of orientation. Wrong orientation registration may lead to the inaccuracies observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a reference marker was mounted to the iliac with a percutaneous frame and a schanz screw on the right psis. The site proceeded with the case without knowing the system was set to prone for the 3define scan. Halfway through, the system may have stopped after coming in contact with the body. The device was restarted, but an error message appeared indicated that the system had come in contact. The site then noticed it was on prone and unmounted the system, selected lateral, re-mounted it, sent the arm to clear up, and restarted the 3define scan. The guidance system was sent to the first trajectory, l3 left, but it was noticed that the angle of the arm was completely off. The site checked with the dilator, and found the guidance system showed that the screw trajectory was according to plan, but the navigation system confirmed that there was an inaccuracy by about 20 mm in the left direction. This was also observed with l3 right, as well. Due to the inaccuracy of the guidance system occurring prior to incision, the use of the guidance system was discontinued, and a navigation system was used to complete the procedure. It was suspected that the arm may have been out of control when it came into contact with the body. After the procedure, a stress test, accuracy test, advanced accuracy test, and integration test were completed, and all of the tests passed. Simulations were performed afterward using the bone model and imaging system, and there was no accuracy problem. There was no patient harm and the procedure was not delayed.